Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 21520333, model/catalog description: artisan lead 50 cm. The explanted devices was not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom of redness, swelling and incision was opening were noted. The physician does not believe anything happened during the procedure to cause the infection. The physician believe it was due to a non-device related injury which created a wound on the lower leg that got infected and got into the patients blood and travel to the ipg implant site. The patient was hospitalize and underwent an explant procedure and was given a IV antibiotics.